Manufacturer narrative:
A third party service provided evaluated the customer's device and duplicated the reported issue. Stryker determined a torn cable was the cause of the reported issue. The cable was replaced, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was cracked and the paddles would not seat properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was cracked and the paddles would not seat properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.